Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the pre-revision x-ray confirms the left hip fracture and a steep angle of implantation. Based on the surgeon statement the root cause of the dislocation was reportedly due to under sizing and not the fault of the smith and nephew device though the angle of the shell implantation cannot be ruled out. Per report the current status of the patient is good and the patient is walking assisted. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed on the patient due to dislocation. No additional details of the revision surgery reported. Three explants reported. No delay or additional injuries reported. A back up device was available.

Event description:
It was reported that a revision surgery was performed on the patient due to dislocation. No additional details of the revision surgery reported. Five explants reported. No delay or additional injuries reported. A back up device was available. The femoral head has been identified as the primary part for revision.